Event description:
On (B) (6), 2010, the lay-user/pt contacted lifescan (lfs) (B) (4) alleging a battery indicator issue with a one touch ultramini meter. The pt tests her blood glucose 4-5 times a day. The pt takes a set dose of 60 units of insulin (unk type) three times a day. It is not clear if the patient was taking the insulin and metformin during the time of concern. It is also not known if the pt is currently taking metformin. The pt indicated that the alleged issue started on an unspecified date/time a couple of months ago. Due to the alleged issue, the patient claimed that the device did not have enough power for her to perform a blood glucose test. Therefore, she was unable to test her blood glucose for an unspecified period of time. The pt had a feeling that the meter's battery needed to be replaced during the time of concern. However, she mentioned that she was unable to afford a new battery at the time. As a result of the alleged issue, the pt continued to take her medications as prescribed. Also, as a result of reported issue, the pt claimed that she suffered a "diabetic seizure" and lost consciousness while "sleep-walking." The pt attributed the "diabetic seizure" to low blood glucose. Prior to suffering the "diabetic seizure", the patient ate dinner and had a snack before bedtime. The pt also had another unidentified meter during the time of concern. However, the pt denied that she had tested on the unidentified device prior to suffering the "diabetic seizure." The pt also mentioned that when she "woke up," she decided to "wash up" and then went back to sleep. At an unspecified later time that day, a neighbor took the patient to a clinic. The clinic reportedly tested the pt's blood glucose with an unk device and got a result of "2.5 mmol/l." The patient was reportedly treated with "(B) (6)" for her to eat. The pt denied that she went to a hospital because of the alleged issue. The meter was replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she suffered a "diabetic seizure" and lost consciousness after the alleged issue began. The pt also claimed that a clinic tested her after the issue began, got a result of "2.5 mmol/l," and treated her with "(B) (6)" because of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.